Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2025-00083, 3013886523-2025-00084. A facility reported a hakim valve (ID 823832), a bactiseal ventricular catheter (ID 823073), and a bactiseal peritoneal catheter (ID 823074) were implanted on (B)(6) 2025. After the procedure, the patient was found to have subcutaneous hydrops. Therefore, the products were removed and replaced due to suspicion of occlusion. The patient is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: the hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a